Manufacturer narrative:
FDA was notified on (B)(4) 2014 of voluntary recall. Report number is pending. Eval of the returned complaint product is anticipated, but not yet begun. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample eval and investigation, a f/u report will be filed. (B)(4).

Event description:
(B)(4) received a report stating the endotracheal tube adapter, the blue portion that connects to the ventilator, broke away and could not be reattached. The pt was extubated and then re-intubated with another subglottic endotracheal tube. Add'l info received on (B)(4) 2014, stated the endotracheal tube was in place for less than 24 hrs prior to the adapter breaking off. The clinicians tried to reattach the adapter but it continued to disconnect. Add'l info received on (B)(4) 2014 stated that the pt is in stable condition. No add'l info was provided in regards to the pt's status